Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via 12 lead. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report number 1220908-2021-01489 for a similar report from the same customer.